Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an abdominal leak coincident with automated peritoneal dialysis (apd) therapy. The cause of the abdominal leak was not reported. The abdominal leak was manifested by, feeling unwell, right sided pain, stomach pain, small lumps of fluid on the patient's back, and a large lump on right side of the patient's abdomen. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was reported that apd therapy had been going well until three days prior to the diagnosis of abdominal leak, when the patient experienced right sided pain. On an unreported date a decision was made to discontinue peritoneal dialysis (pd) therapy and switch the patient to hemodialysis; due to the pain and to rest the patient's abdomen. No further information was provided regarding the outcome of the abdominal leak. At the time of this report, hemodialysis therapy was ongoing and the patient was reportedly doing fine. It was reported that on an unspecified future date, the patient plans to return to pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.